Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message was displayed during surgery. The surgery was canceled after the patient had received local anesthesia. Additional information was requested. Additional information was received from a nurse reporting during a vitrectomy procedure a system message displayed. The system was rebooted, but message could not be cleared. The system was switched out, after a delay of one hour, and the case was completed. The case was not canceled as was originally reported and there was no harm to the patient.